Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "lump which they have had to drain fluid from¿, and ¿the implants have now started creasing changing the shape.¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient additionally reported capsular contracture baker grade unknown. The device remains implanted.

Event description:
Patient clarified that the ¿biopsy came back as a benign cyst" and "causing anxiety" due to patient knowing about them having links to causing cancer. Patient had three pieces of tissue removed from the lump under anesthetic. Results will be given at a later date. The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.